Manufacturer narrative:
In the f/u with the customer on (B)(6) 2012 she stated that her ob had diagnosed her with mastitis that started on (B)(6) 2013. She was prescribed an antibiotic for it but was unsure of the name. She did see a lactation consultant to get fitting for breastshields and did get a bigger size shield. The customer stated that the pump seemed to be working fine therefore, a new pump was not shipped out. A medela clinician spoke to the customer on (B)(6) 2013, at which time the customer confirmed that her issue was resolved with medication that cleared the infection, and new larger breastshields. Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed preciously, especially those with a history of mastitis. "Breastfeeding and human lactation" (riordana and wambach, 4th edition, page 294). It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis.

Event description:
Customer reported discomfort/soreness when pumping, customer reports sore/bleeding nipples, mastitis.